Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. A completed questionnaire has not been received.

Event description:
An attorney reported having a client alleging that he was implanted with a defective intraocular lens (iol) in 1997. He experienced discomfort and blurring of vision. The lens was explanted ten years later in 2007. Additional information has been requested.